Manufacturer narrative:
Co is unable to complete its investigation of the MDR incident listed above due to the fact that the meter was not returned to lifescan. Therefore, co has not been able to evaluate the meter to determine whether or not a device malfunction may have contributed to this event. Batch record review indicates no non-conformances in the mfg process. At this point, co considers this matter closed.

Event description:
The pt was feeling ill with nausea, weakness and deep sleep on 9/11. A blood glucose test performed on her one touch basic meter at 5:30/p was 45 mg/dl. She was advised to consume 8 oz. Orange juce. Because there was no improvement in her symptoms, she was transported to the hosp where a blood glucose reading of 654 mg/dl was obtained (method unk). The pt was admitted for elevated glucose and a bladder infection and treated with IV fluids and insulin injections (other treatment unk). The meter is not cleaned or maintained according to MFR's recommendations. Alcohol is used to clean the meter optics. The product's instructions for use state that use of alcohol as a cleaning agent can damage the meter optics. Quality control tests designed to detect potentially inaccurate results are not performed.